Event description:
It was reported that the patient underwent revision surgery of a partial right knee two years and five months post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-10: 154725, oxf uni tib tray sz d rm PMA, lot 176620. 161470, oxf twin-peg cmntd fem lg PMA, lot 531280. 159582, oxff anat brg rt lg size 3 PMA, lot 845720. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified two views of the right knee demonstrate a medial compartment hemiarthroplasty without loosening. No acute fracture. Moderate joint effusion. Moderate degenerative changes of the patellofemoral and lateral compartment. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.